Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was used in a moderately calcified vessel, which can cause the needles to deflect and miss the needle guide prohibiting them from emerging at the barrel during deployment. In addition, the safety and effectiveness of the prostar xl pvs system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported that the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported needle deflection resulting in one of four needles not emerging at the hub. Moreover, the return of the device may have aided the investigation in determining a cause for the reported product experience. The prostar xl device was deployed in a moderately calcified common femoral artery. Calcification at the access site during needle deployment can cause the needles to deflect and miss the needle guide prohibiting them from emerging at the hub. In addition, the instructions for use state under special patient populations, the safety and effectiveness of the prostar xl pvs system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. Additional contributing factors to the product experience, such manufacturing anomaly, user technique, operational context, anatomical conditions, or performing the deployment steps out of sequence, could not be confirmed. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after an interventional procedure involving the aortic valve, arteriotomy closure of a moderately calcified common femoral artery was attempted with a prostar xl device. Reportedly, during needle deployment, a needle deflected and would not come out of the device. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequela. It was not reported if the operator of the prostar xl device is trained in the use of the device. Though requested, no additional information was provided.

Event description:
It was reported that after an interventional aortic valve procedure using an 18f corevalve system, arteriotomy closure of a moderately calcified common femoral artery was attempted with a prostar xl device. Reportedly, during needle deployment, a needle deflected and would not come out of the device. The physician reported that he was actually able to see three of the four needles in hub. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the prostar xl device. Additionally, the physician reported the tissue tract was deep enough and that the patient was of average size (not obese). Though requested, no additional information was provided.